Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. No lot release records were reviewed, as the product lot number was not provided. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl before putting a pod on. Patient stated that the cannula did not penetrate the skin, however confirmed that the pink slide moved forward and the cannula was visible upon removal.